Event description:
A customer reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump's history. There was no reported adverse impact. After verifying the use of the proper tandem charging equipment and following a recommendation to leave the pump connected to a power source for at least 30 minutes, the issue appeared to resolve itself when the pump showed a full charge upon reconnection. Upon follow up customer confirmed pump is holding a charge.